Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient . Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
A dye study was performed the day prior to the report, and everything was fine. A bridge bolus was performed instead of a priming bolus. A bridge of 0.54 ml was performed over 29 hours. The patient could not give themselves a bolus, and their ptm was reportedly not working. The ptm lit up, and the aaa batteries were in good shape. When they pushed the bolus button, it attempted to give the patient a bolus but it did not do it.&#56224;they were getting an x. An 8503 physician bolus in progress message was encountered on the patient's personal therapy manager (ptm). The patient experienced decreased pain control as they were unable to use their ptm during the bridge bolus. The issue resolved. The pump contained dilaudid (hydromorphone) and bupivacaine.